Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with a nonfunctional display would not power the screen despite charging, and the user reverted to a prior ilet that functioned as intended. Symptoms included no adverse clinical effects and no changes in blood glucose requiring medical attention. Outcomes included continued insulin therapy using the alternate ilet without alarms, emergency care, or hospitalization. Investigation included customer care troubleshooting and education, review of device use and charging, and coordination to return device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.